Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11516r11, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a patient had been ¿sleeping a lot during the day.¿ the healthcare professional was concerned about the patient¿s daytime lethargy, very odd sleeping patterns, and need to sleep sitting up. The patient also reported having ¿at least one¿ seizure which took place at the gym and lasted 35 minutes. At a pump refill there was a volume discrepancy. At interrogation the expected residual volume (erv) was 3.8ml but about 6ml were extracted from the pump. The patient ¿was not convinced this has helped in any way with tone.¿ the hcp observed that the patient was awake, alert, and oriented at the appointment. The healthcare professional (hcp) speculated ¿whether or not patient may have had some intermittent functioning of pump, which could be contributing to his seizures as baclofen withdrawal can lead to seizures.¿ the hcp stated that there was ¿also possibility that the larger than anticipated variability is just due to the variability in those of us who reprogram and refill his pump.¿ the patient¿s pump and catheter were completely explanted and replaced on (B)(6) 2015. It was unknown whether any diagnostics/troubleshooting were performed. Following the pump exchange the patient ¿felt great;¿ the patient was alive with no injury. The devices were returned to the manufacturer for analysis. The pump was used to infuse baclofen (lioresal). Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.